Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power events while connected to the mobile power unit (mpu) was confirmed via review of the submitted log files. The submitted controller event log file captured several low power hazard and power cable disconnect alarms on 18nov2025 due to the relative state of charge (rsoc) and bus voltages of both power cables simultaneously decreasing below the expected ranges while operating on the mpu. Some of these alarms progressed to no external power alarms as the rsoc values on both power cables reached approximately 0 volts. These events appear consistent with losses of alternating current (ac) power while operating on the mpu. The losses of power resolved after each time when external power was restored to the mpu. The backup battery supported the system as intended during these losses of external power and pump operation was not affected. The mpu (serial number unknown) was not returned to abbott for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause of the reported event was unable to be conclusively determined through this analysis. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 3 of the IFU, "powering the system", and section 3 of the patient handbook, ¿powering the system¿ explain how to properly use the mobile power unit (mpu). These documents also caution the user to always have at least one system controller power cable connected to a power source at all times, and to not rely on the system controller¿s backup battery, as it will only power the pump for a limited amount of time. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address how to properly interpret and troubleshoot all system alarms, including power cable disconnect, low power hazard, and no external power alarms. Section 8 of the IFU, ¿equipment storage and care¿, and section 6 of the IFU, ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. A review of the relevant sections of the device history records could not be performed as the serial number of the device was not communicated/identified. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files submitted for evaluation. It appeared that no external power events were recorded on (B)(6) 2025 while connected to mobile power unit (mpu) power. This was likely caused by power to the mpu being briefly interrupted. The emergency backup battery was used to support the system during these events. Motor function was not affected by this event.